Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The CT (computerized tomography) scan was unavailable. The stenotic outflow graft was negative after the fluid control. It was later reported that the patient continued to have low flow alarms. As such, the account considered updating the patient controller for low flows. A review of the new log file noted multiple low flow alarms associated with high pulsatility index (pi) readings. The most recent low flow alarms was recorded at 6:48:45 on 12jun2020. Technical support noted that the two most common causes for low flow alarms are hypertension and hypovolemia.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted controller event log file confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. The controller event log file confirmed (B)(4) low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained above the low speed limit for the duration of the log file, and the system appeared to be operating as intended. It was reported that the patient was experiencing low flows. A CT scan showed that the outflow graft appeared to be stenotic; however, the outflow graft was negative for stenosis after fluid control. It was reported that a cause of the low flow alarms was not identified, but that the patient is very small and volume is being administered carefully. The patient remains ongoing on heartmate 3 lvas, serial number mlp-017195. The hm3 lvas IFU lists all adverse events that may be associated with the use of heartmate 3 left ventricular assist system and the proper actions associated with them. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pulsatility index fluctuated from yesterday, with pump flow of 2.5 lpm. The patient had CT scan last night, but the outflow graft appeared to be stenotic. The log file captured low flow events on (B)(6) 2020. These occur at times when pi is elevated. The pump is operating as intended and maintaining the set speed. Via the log file, we cannot confirm the cause of low flow events. It does appear something is interfering with the blood volume flowing through the pump. The CT showed outflow graft appeared to be stenotic. No further or additional information was provided.